Event description:
Pt reported experiencing decreased pain relief after implantation with second infusion system, and additionally, numbness in left leg. Pt reported that catheter revision had been necessary due to a "leak" in the catheter. Pt was advised to follow-up with their physician, and local co rep was notified as well to provide further assistance to physician if troubleshooting became necessary. Attempts to obtain current pt status info have been unsuccessful as of the date of this report. No furter info on the pt or event are available at this time.